Event description:
C-cc-lk - leakage; it was reported that when the customer opened the flotrac package, the IV set connector of the flotrac sensor was cracked and the flotrac leaked. No patient complications.

Manufacturer narrative:
Customer report was not confirmed. Rec'd (1) flotrac unit without any attached tubings. Both IV set and pressure tubings were not returned with flotrac unit. Female luer of flotrac unit, where IV set connected to, was intact. No leakage was observed from IV side of flotrac unit. However, the zero-stopcock was completely broken, and missing from the unit.